Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported intermittent audio output.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced intermittent audio output.